Manufacturer narrative:
(B)(4). The xience pro is currently not commercially available in the u.s. However, it is similar to a device sold in the us. The device was not returned for evaluation. The reported patient effect of intimal dissection is listed in the xience pro, everolimus eluting coronary stent system, instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. Based on the case information, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Additionally, the reported treatment appears to be related to the operational context of the procedure.

Event description:
It was reported the procedure was to treat a lesion with moderate tortuosity and moderate calcification in the distal left anterior descending (lad) coronary artery. A xience pro was deployed at the target lesion; however, a dissection occurred, and a 2.75 x 12 xience pro was used to treat the dissection. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.